Manufacturer narrative:
(B)(4). Information was previously reported on 0001822565 - 2017 - 07610 . Visual examination found that the returned tasp exhibits signs of repeated use and the post feature has fractured off, lateral side of post not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the provisional was fractured. Attempts have been made and additional information on the reported event is unavailable.